Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a sleeping disorder that resulted in the patient not being able to stay in their sling during implant recovery. This resulted in the right ventricular (rv) and right atrial (ra) leads dislodging. The traditional lead system was explanted and replaced with a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.